Event description:
The customer stated that he was in a car accident due to low blood glucose levels. No blood glucose reading was reported. The customer felt that the cause of the accident was infusion set that he was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.